Event description:
It was reported to philips healthcare that heartstart xl displayed an error code 1004, a system failure/cycle power message for this device. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.